Event description:
It was reported that bd bactec¿ mgit¿ 960 system false negatives occurred. The following information was provided by the initial reporter: equipment inspection request with ntm ntb false negative. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse reviewed log files, temperature, scanner movement, voltage, air filter, fan function and calibrator vial expiration dates. No instrument issues were found that could contribute to false results. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time this is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of november. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system false negatives occurred. The following information was provided by the initial reporter: equipment inspection request with ntm ntb false negative. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.